Event description:
Patient with revision of a ventral hernia repair, the mesh was used abdominally to cover large defect. Previous synthetic mesh needed removal due to mrsa (methcillian resistant staphylococcus aureus) the original mesh was implanted in 2003, patient dehisced and repeat suregery was performed. Mesh breakdown caused dehiscence, necessitating emergency surgery. Risk of continued infections (was mrsa).